Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported customer called in to report concerns with PICC line placed last year which was needed to due hospitalization for sepsis and pneumonia. Patient is now dealing with deep vain thromboses, swelling, pain, and extending veins in chest and finger. Additional information 11/21/2024 patient presenting with right arm pain since having PICC line removed. Ultrasound performed and evidence of a partially occlusive acute deep vein thrombosis in the right subclavian and axillary vein(s). Evidence of a partially occlusive acute deep vein thrombosis in the right brachial vein(s). Evidence of a partially occlusive acute superficial venous thrombosis in the right upper arm basilic vein(s). Remaining visualized veins in the upper extremity show no evidence of deep vein thrombosis. Was started on xarelto. PICC placed on (B)(6) 2023 pmh: ckd stage 3, covid (2021), ed, empyema, hoh, hyperlipidemia, htn, hyponatremia (severe), pleural effusion, prostate cancer, ptsd, svt (2023), rvats drainage of empyema, decortication, chest tube placement, removed (B)(6) 2023).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an adverse event was inconclusive. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the returned unit found blood residue on the proximal end of the luer and at the distal end of the catheter tubing. No other remarkable features were observed. The catheter was functionally tested by flushing and aspirating water through the luer using a 12ml luer lok syringe, but no leaks were observed. No damage or defects were observed on the returned unit which might contribute to a thrombosis, swelling, or pain. Therefore, based on the available evidence, the customer's reported defect could not be confirmed.